Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 267 with a moderate level of ketones. A corrective bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, the cartridge was filled with cold insulin. Tandem technical support advised the customer not to use cold insulin as air bubbles could form. The customer acknowledged the information. Upon follow-up, the infusion set site had been changed and the bg had not lowered (467 mg/dl). The site had been changed multiple times and the insulin had been at room temperature. As the bg was not lowering (500 mg/dl with a moderate level of ketones), the contact took the customer to the emergency room (ER) and was treated with intravenous insulin and fluids. After a few hours the customer left the ER in stable condition with a bg level of 260 mg/dl. No additional information was provided.